Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 25mg / ml; 12 mg / day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome. The event date was (B)(6) 2015. A critical alarm occurred and the pump had a motor stall. The pump was interrogated and the attention dialogue box indicated the pump was in safe state; reset occurred. Per the logs, low battery reset occurred on (B)(6) 2015. The pump was interrogated by the physician on (B)(6) 2015. The pump had premature battery depletion with power on reset - motor stall. The patient stopped receiving drug delivery and experienced increased pain and symptoms of drug withdrawal. The patient was admitted for intravenous (IV)/oral drug therapy until the pump was explanted and replaced. The pump was replaced on (B)(6) 2015. The issue was resolved and patient status was alive; no injury. Therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when pump analysis is complete.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2016-01-12. The print report that was returned with the pump indicates that numerous low battery resets occurred on (B)(6) 2015 and that the pump was in safe state when examined on (B)(6) 2015. The print report also shows that the pump was delivering 25 mg/ml morphine at 0.155 mg/day. The patient reportedly recovered without sequela after the device was removed.

Manufacturer narrative:
Pump analysis results revealed a feedthrough anomaly in the pump motor: shorting across the insulator.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.